Event description:
A pt reported blood glucose results of "80 mg/dl" with a lifescan meter and "120 mg/dl" on a laboratory device, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of accuracy.